Manufacturer narrative:
A ge representative evaluated the system and replaced the battery charger. No pt injury was reported.

Event description:
Customer reported the system displayed a "power off and wait 10 seconds" message, then system would not reboot after shutdown. No pt injury was reported.